Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that: on (B)(6) 2007, patient underwent following procedure: anterior interbody fusion through a lateral retroperitoneal approach at l4-5 (xlif), insertion of l4-5 interbody fusion cage, l4-5 decompressive discectomy, application and insertion of orthovita hematopoirtic platelet gell hemostatic agent, use and interpretation of bi-planar fluoroscopy, application and interpretation of nuvasive free running electromyograms, use of magnification throughout the procedure; for a pre-op diagnosis of: l4-5 discogenic syndrome, l4-5 degenerative joint disease with retrolisthesis, l4-5 paracentral disc herniation. Per-op notes: ".. A 45 x 10mm xlif cage was opened and bmp was inserted into the cage. This was tapped under fluoroscopic visualization. Its position was confirmed under bi-planar fluoroscopy.. No complications were reported.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.